Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The malfunction code was resettable, and technical support provided instructions to successfully reset the pump. The customer was informed that they could continue using the pump and was advised to contact support if the issue recurs.